Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2018. The cause of death was kidney cancer. The caller stated that the customer had kidney cancer that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer's lymphatic system was breaking down making their blood glucose levels very erratic, so the customer was taken off the pump and had to be monitored every few hours. The customer was using sensors. The caller agreed to return the insulin pump for analysis.